Manufacturer narrative:
The product has been requested. It will be investigated upon return and follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Foreign distributor reported an issue with this freestyle meter. There was no report of death, serious injury or mistreatment.